Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard/davol composix kugel device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient underwent an open abdominal surgery and that the mesh had caused an intense foreign body/inflammatory response, contracted, degraded and the pet ring had broken and/or buckled. The device was noted to have "contracted so dramatically that is was curled and adherent to several loops of bowel." However a sample was not returned for evaluation and medical records are not available at this time. Adhesion and inflammation are a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent a hernia repair procedure, a bard/davol composix kugel was implanted in patient during the procedure. On (B)(6) 2015: the patient underwent an open abdominal surgery because the composix kugel had failed. The attorney alleges the composix kugel had caused an intense foreign body/inflammatory response, contracted, degraded and the pet ring had broken and/or buckled. The device was noted to have "contracted so dramatically that is was curled and adherent to several loops of bowel. The hernia mesh device used in the patient's hernia repair surgery failed, directly and proximately causing the patient to suffer significant injury and damages. The patient has suffered and will continue to suffer great pain, suffering and mental anguish. The patient was seriously and permanently injured.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard/davol composix kugel device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient underwent an open abdominal surgery and that the mesh had caused an intense foreign body/inflammatory response, contracted, degraded and the pet ring had broken and/or buckled. The device was noted to have "contracted so dramatically that is was curled and adherent to several loops of bowel." However a sample was not returned for evaluation and medical records are not available at this time. Adhesion and inflammation are a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent a hernia repair procedure, a bard/davol composix kugel was implanted in patient during the procedure. (B)(6) 2015: the patient underwent an open abdominal surgery because the composix kugel had failed. The attorney alleges the composix kugel had caused an intense foreign body/inflammatory response, contracted, degraded and the pet ring had broken and/or buckled. The device was noted to have "contracted so dramatically that is was curled and adherent to several loops of bowel. The hernia mesh device used in the patient's hernia repair surgery failed, directly and proximately causing the patient to suffer significant injury and damages. The patient has suffered and will continue to suffer great pain, suffering and mental anguish. The patient was seriously and permanently injured. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿the hernia sac was divided. The composix kugel mesh was placed intra-abdominally and secured to the subfascial space using sutures.¿ (B)(6) 2007 - patient had cholecystitis thereby underwent laparoscopic cholecystectomy. (B)(6) 2015 - patient was diagnosed with malfunctioned mesh thereby underwent open repair with the removal of mesh. Per operative notes, ¿previously placed mesh had contracted, curled and adherent to several loops of bowei. The mesh was explanted from intra-abdominal cavity and fascial tissues.¿